Event description:
Device returned for repair only. Upon receipt it was noted that a lug from the tip was broken off and missing. The contact at the hosp stated that no surgical malfunction had been reported for this device. However, no one knew how or when the device broke and could not answer as to the location of the missing piece. Co is therefore, taking the conservative approach and filing.